Event description:
"When doing cares with the patient during repositioning and lifting the IV tubing it was discovered that the utah medical products 3.5f double lumen umbilical venous catheter was broken/snapped off from the bifurcation. This prevented any fluids from getting to the patient. The uvc was immediately removed and a peripheral intravenous line was started."